Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine is not working. There was no additional info at that time. No injury or reaction was reported.

Manufacturer narrative:
Evaluation confirmed the reported problem. There was a blood spill in the inlet valve causing damage to inner components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).